Event description:
Procedure: vats. According to the reporter: the surgeon attempted to perform a vats procedure with wedge resection. However, the endo stapler "did not work properly" therefore, the case was changed to a thoractomy for which an open linear stapler was applied. There was no pt injury reported.